Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their navigation system exited unexpectedly back to the application launch menu. The site representative did not have details as to the exact date of the occurrence. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.